Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient experienced a dropped nucleus during a laser assisted cataract extraction with intraocular lens implant (iol). An anterior vitrectomy was performed and an alternate iol was implanted. The patient will undergo an additional retinal procedure to remove retained nuclei. It was noted that the patient is on oxygen and dialysis. The surgeon does not believe there was an issue with the system.

Manufacturer narrative:
The surgeon reported that a patient experienced a dropped nucleus during a laser assisted cataract extraction with intraocular lens (iol) implant. An anterior vitrectomy was performed and an alternate iol was implanted. The patient will undergo an additional retinal procedure to remove retained nuclei. It was noted that the patient is on oxygen and dialysis. The surgeon does not believe there was an issue with the systems. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the vision system or laser system had any effect on the integrity of the posterior capsule. The system was manufactured on april 20, 2017. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).